Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to less than 70 mg/dl. The patient had a seizure, dizziness and a headache. For treatment, the patient was given food and medication for headache. The patient was given toradol, dotarem, compazine and diagnostic test. The pod was worn between 4 and 24 hours on the arm. The patient was discharged after 6 hours. The pod was discarded.